Event description:
The advocate stated the customer's glucose was tested using his contour meter and the reading was 150 mg/dl. His glucose was retested using another meter and that reading was 380 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned for evaluation.